Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8071892, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-16, medical device lot #: 8355518, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-22.

Event description:
It was reported that 2 bd angiocath¿ IV catheter 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black fm was in the package.

Event description:
It was reported that 2 bd angiocath¿ IV catheter 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black fm was in the package.

Manufacturer narrative:
H.6.investigation summary bd received 2 unused 22 gauge angiocath blood control units from lots 8071892 and 8355518 for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed black specks on the packaging of the units. A sample of the foreign matter (fm) was collected and sent for ftir analysis. The results determined that the fm from the first unit was a mixture of styrene and acrylate ester and the second unit had a mixture of ethylene and propylene. Based off the visual inspection and testing the engineer was able to verify the reported defect. The fm was determined to have come from the packaging process. The manufacturing facility has been notified of this incident and the findings. A training was issued for all packaging personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.